Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced syncope. The right ventricular lead exhibited high capture thresholds and loss of capture. The left ventricular lead exhibited high capture thresholds and intermittent loss of capture. A temporary lead was implanted to support the patient. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Correction: